Manufacturer narrative:
Age or date of birth: unknown/no information. Patient weight: unknown/no information. Patient ethnicity and race: unknown/no information. Date of event: unknown/no information, best estimate during 2020. Expiration date is unknown as the serial number was not provided. Model number is unknown as the serial number was not provided. Unique identifier (UDI) number: unknown as the serial number was not provided. If implanted; give date: unknown/no information. If explanted; give date: not applicable. There is no evidence the iol was explanted. Manufacturer telephone number: (B)(4). Device manufacture date: unknown as the serial number was not provided. The device is not returning for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Kramer, b., hardten, d.r. & berdahl, j. (2020). Rotation characteristics of three toric monofocal intraocular lenses. Clinical ophthalmology. (14) pp. 4379¿4384. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
He following article was received based on a literature review. Rotation characteristics of three toric monofocal intraocular lenses. A retrospective study was done to evaluate the rotational stability of the three monofocal toric intraocular lenses (iols) via data from an online toric iol back-calculator. A total of 3,328 eyes were included in the study and represented three monofocal iols: acrysof iq toric (n=1,706; alcon), tecnis toric (n=1,308; johnson & johnson), and envista toric mx60t (n=224; bausch & lomb). Of the 1,308 eyes implanted with tecnis toric, 1,091 eyes had an iol rotation of =5° (11.7% of patients had an iol rotation of 5-10°, 13.8% had an iol rotation of 10-15°, 10.7% had an iol rotation of 15-20°, 19.5% had an iol rotation of 20-30° and 27.7% had an iol rotation of >30°) in which 73% had an iol rotation bias toward counterclockwise. There are no indications in the article of any primary interventions provided; however, the author stated that johnson & johnson has addressed the rotational instability of the tecnis iol by launching the tecnis toric ii in (B)(6) 2019, which has squared and frosted edges at the end of the haptic.